Event description:
Having received cypher stents in 2003, pt noted some skin sensitivity followed by flushed and itchy hands and generalized macular-papular itching rash 2 days later. Pt called their cardiologist who advised them to take 50mg orally of benadryl and repeat as needed. Pt did this and the reaction subsided. Plavix was stopped and pt was started on ticlid. Pt was also on ecotrin 325, and their regular medications of tenormin 1000, lipitor 5, zoloft 75, and dyazide p.r.n. Ten days later at 8:30 pm, pt noticed again that their skin was again sensitive, and pt developed flushed and itchy palms and a more rapid onset of the macular-papular rash over a larger area. Pt took 50 mg of benadryl, but their symptoms worsened. Pt had difficulty breathing and went to the nearest e.r. At 11:00 p.m. Pt became severely diaphoretic, light headed, disoriented, dizzy and "pallid" in the waiting area of the e.r. Pt was admitted in shock and treated with massive fluid replacement, i.v. Antihistamines and other meds, as the physicians requested. Pt became so swollen that their ring had to be cut off with great difficulty, pt was transferred to the i.c.u. And all their regular medications and the antiplatelet med were stopped. Pt was continuing to have outbreaks of the allergic response which was treated with steroids and antihistamines. Plavix was reintroduced 2 days later while pt was continuing to have outbreaks. The next day, plavix and their regular meds have been taken without incident. Ecotrin was not reintroduced. Pt remained in i.c.u. Until 1 day later and returned home 2 days later. Pt is on steroids on a slowly decreasing regimen, antihistamines, plavix, and their regular meds.